Event description:
A surgeon had difficulty closing the mayfield skull clamp without using excessive force. He feels that it dangerous for the pt because as a result of the undue pressure being applied the pins may insert into the skin too deeply. There were no pt injuries involved with this report. Mayfield adult disposable pins were used during the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.